Manufacturer narrative:
Module will be returned for further evaluation.

Event description:
Customer reported that the dpm 7 patient monitor's gas module did not function properly which may have affected gas monitoring. No patient injury was reported.